Manufacturer narrative:
Volume vision (view forum) is a part of the isite pacs software package which is used with general computing hardware to acquire, store, distribute, process and display images and associated data throughout a clinical environment. The malfunction is currently under defect investigation.

Event description:
When performing measurements on a volume vision image, clinicians are able to take snapshots of their measurements in a capture window. If the capture window is not saved and measurement changes are made to the original image, the measurement values in the capture window will be updated. However, the associated graphics in the capture window will not be updated. This problem was initially discovered by the product development team while performing testing of the next version of volume vision 8.2. When investigated, it was determined to also be presented in the current distributed product (volume vision 7.4) it was brought to the MFR's attention on (B)(4), 2010. It was later reported in a customer complaint; complaint was received on (B)(6), 2011.